Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: 111001, mosaic +10mm proximal body, 806050, 111027, mosaic long tissue attach slv, 568470, 150475, oss lg head sm trd lock screw, 929750, 178512, cps nut co-cr-mo alloy, 159340, unknown, unknown, 182500, 178784, cps shrt mt xxs spdl 400 ha np, 066610, 178951, cps 4cm hmrl mt adap 30 d ret, 172760, 111004, mosaic mod prox hmrl seg 110mm, 77042. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05981. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder arthroplasty procedure. Subsequently, the patient was revised due to limited range of motion. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to limited range of motion. Invoice indicates that comprehensive srs components were implanted. No additional complications were noted and no further information has been provided.